Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas stating the patient experienced a blood glucose (bg) value over 27 mmol/l. The patient reportedly experienced extreme thirst, nausea and had a headache. The patient reportedly had issues with air bubbles in the cartridge. However, it was noted that the patient was not using the correct fill technique for the cartridges. This complaint is being reported because the patient experienced a hyperglycemic event. Use error contributed to the reported event as the patient was not using the correct fill technique for the cartridges.